Event description:
This unsolicited device case was rec'd from united states on (B)(4) 2014 from physician's assistant. This case concerns a male patient (age not provided) who was aspirated and exhibited discomfort after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On "(B)(6) 2014", the patient rec'd treatment with synvisc-one injection (dose, route, frequency, batch/lot number and expiration date unknown) into unspecified knee for unknown indication. After infusion of synvisc-one, the patient was aspirated with unknown amount of fluid from his knee. On (B)(6) 2014, the patient rec'd treatment with cortisone. Later after unknown latency, the patient reported to be still exhibiting discomfort and symptoms. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. Reporter's seriousness assessment: "patient had infusion and was aspirated": intervention required (patient rec'd treatment with cortisone). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.